Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the stylet in lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break near terminal pin end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The lead exhibited high pacing impedance, placement difficulty and helix extension issues during an implant. The lead conductor fractured. The lead was not successfully implanted. No adverse patient effects were reported.